Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 500 mg/dl and insulin injection was administered to address the high bg. The contact declined tandem technical support's offer to troubleshoot and stated that the customer had been dealing with personal issues and was most likely the cause of the high bg.